Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 2.00mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to dilate the lesion. However, the shaft of the balloon broke. The device was removed completely from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).